Event description:
During follow-up, a decrease in impedance, threshold and r-wave sensing was noted along with multiple noise episodes. Diagnostic imaging was performed and the physician suspects a lead defect. The right ventricular lead was explanted and replaced and the patient was in stable condition.